Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was diagnosed with (B)(6) pocket infection. Additional vegetation was observed on the right ventricular lead. The entire implantable cardioverter defibrillation system was extracted and the rv lead underwent vegetation debulking prior to the extraction. The patient was stable post procedure.